Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in the left eye one day post treatment. The doctor smoothed flap (no lift reported). Account reported there was no loss of best corrected visual acuity (bcva). The patient stated that the vision was great in the right eye, but experienced some glares and shadows in the left eye. On (B)(6) 2013, the patient's recorded visual acuity was 20/20 in the right eye, 20/20 in the left eye and 20/15 (both eyes).

Manufacturer narrative:
(Folds/wrinkles). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
Date received by manufacturer - 12/22/2013. Placeholder.

Manufacturer narrative:
On (B)(6) 2013, flap lifted and smoothed. This information was not included in the initial submission. Placeholder.